Manufacturer narrative:
Device history record review: the device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient allergic reaction is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Event description:
It was reported that several months after a stent-assisted coil embolization of a left carotid ophthalmic aneurysm, magnetic resonance imaging (MRI) indicated inflammatory changes that were consistent with a possible allergic reaction. The patient received an unspecified treatment and the lesions on the MRI were resolved. The patient's current condition is reported to be occasional left upper lip tingling and left peri-temporal pressure.

Event description:
It was reported that several months after a stent-assisted coil embolization of a left carotid ophthalmic aneurysm, magnetic resonance imaging (MRI) indicated inflammatory changes that were consistent with a possible allergic reaction. The patient received an unspecified treatment and the lesions on the MRI were resolved. The patient¿s current condition is reported to be occasional left upper lip tingling and left peri-temporal pressure.

Manufacturer narrative:
Subject device remains implanted in patient.